Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones." This indicates severe hyperglycemia (high blood glucose)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines, if ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer's father reported that the device was activated at 5:30 pm on (B)(6) 2012 ,at which time his daughter's blood glucose measured 62 mg/dl. By 7:30 pm, her bg, her bg meter read "high" (>500 mg/dl). A correction bolus dose of insulin (exact time and dosage were not reported) was given, but her bg result remained. "High" so they removed the device (exact time unk) and applied a new one. The father reported that the cannula looked a little kinked when it was removed. As of the time of the call (9:50 pm) they had not taken another reading to determine if her bg is returning to normal.